Event description:
Philips received a complaint on the heartstart xl indicating that the motherboard was found faulty during self-test. There was no patient involvement at the time the issue was discovered. This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by asp. Customer was instructed to perform the self-test. However, the reported problem was unable to reproduce. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was unable to determine. The issue was resolved by redoing the self-test. A review of the service history for this device shows that the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time.